Event description:
It was alleged that during use on a patient the roller clamp on the tubing was closed and the pump did not alarm. It was noted that the nurse set the infusion at 160cc/hr. When she returned to check the delivery after about 1 1/2 hour, she noted that the pump read 200cc volme infused but no fluid had infused. It was further reported that the line clotted off and was restarted. There was no resultant patient consequence.